Event description:
It was reported, implanting a s2 femoral nail for a mid-shaft femur fracture. The nail was inserted in standard antegrade fashion. The tissue/drill sleeve assembly was inserted through the targeting arm and hit with a mallet. The 4.2x340 drill was used to drill for the proximal inter locking screw. During drilling, resistance was met and the surgeon took xrays to check drill until the far cortex was pierced. The drill was pulled out to find the drill bit had broken off in the proximal femur. No effort was made to retrieve the drill bit. Surgeon switched to a zimmer product.

Manufacturer narrative:
Device will not be returned for evaluation. Additional information has been requested and if received, will be provided on a supplemental report.